Manufacturer narrative:
Information not provided by reporter. On (B)(6) 2017- date 3m management made the internal decision to file an MDR report for this complaint. 3m completed a retrospective complaint review. This report is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report.

Event description:
Customer reported a patient was receiving an unspecified antibiotic via an IV infusion pump. Curos jet caps were reportedly placed on the IV tubing needleless connectors. Leaking was reported from the connection between the needleless connector and the curos jet cap located in the mid portion of the IV tubing. The leak was reportedly noticed right away, the tubing was changed and new curos jet caps were placed on the needleless connectors. No further leaking was reported. Customer reported there was no patient harm or consequence as a result of the leaking.